Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on medical records provided: (B)(6) 2002 - pt underwent repair of umbilical hernia with a perfix plug. During closure of the repair the medical records note a "ray-tec" sponge was not accounted for and therefore the wound was re-explored. The perfix plug was explanted and a second perfix plug was implanted. On (B)(6) 2004 - pt underwent repair with a composix kugel mesh. On (B)(6) 2006 - pt underwent repair of a recurrent ventral hernia with a second composix kugel mesh. The previously placed composix kugel mesh was noted to be adherent to the right side and bowel. Lysis of adhesions were performed and the composix kugel mesh was removed. The bowel was examined and was fully intact; the second composix kugel mesh was placed. On (B)(6) 2007 - pt underwent exploratory laparotomy and repair of a hernia recurrence with a 3rd composix kugel mesh. The previously placed (2nd ck) was excised. On (B)(6) 2008 - pt underwent repair of ventral hernia w/ non-bard graft. Previously placed composix kugel (3rd ck) was noted to be infected and removed. Lysis of adhesions performed. On (B)(6) 2009 - pt underwent wound exploration where a suture was identified and noted to likely have been the start to the infection. The suture was removed. On (B)(6) 2009 - pt underwent repair of a large recurrent hernia with bard sepramesh. The previously placed non-bard graft was excised and an old sinus tract was debrided. At the base of the wound, the medical records note what appeared to be a small piece of old mesh was identified and removed.

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified additional events. Currently it is unk whether the device may have caused or contributed to the reported event. The pt is diabetic and has an extensive history of recurrent ventral hernia repairs. The pt also is noted to be a previous tobacco user. The pt underwent repair of a recurrent hernia with a 3rd composix kugel mesh. More than one year later, the pt developed an additional recurrence, at which time the composix kugel mesh was explanted and a non-bard graft was implanted. The pt later went on to develop another recurrence which was repaired. The medical records do not identify a device failure with the composix kugel mesh excised and no sample was returned for eval. Although the pt was treated for several recurrences with both bard and non-bard meshes, it should be noted that recurrence is identified as a possible adverse reaction in the product's instructions for use. Additionally, a review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Without additional info, no conclusion can be drawn at this time. See MDR 1213643-2012-00331 for info related to the perfix plug implanted on (B)(6) 2002. See MDR 1213643-2012-00330 for info related to the composix kugel mesh implanted in (B)(6) 2004. Info related to the composix kugel mesh implanted on (B)(6) 2006 was reported in accordance with (B)(4). The first perfix plug implanted in 2002 and the sepramesh implanted in 2009 will not be reported as no adverse event has been identified in the medical records.